Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4)

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -17.00 diopter implantable collamer lens had tore during loading on (B)(6) 2023. The lens was not implanted, there was no patient contact. The cause of the event was reported as unknown. The surgeon notes a replacement surgery is postponed.